Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3110/8450237, tgt3715/8505434). Prior to the implant of endoprostheses, a surgical graft was anastomosed in the ascending aorta and a debranching procedure involving the left common carotid and left subclavian arteries was performed using the surgical graft. A conduit was then prepared on the debranching surgical graft and the two tag endoprostheses were deployed in an ascending aortic approach. The patient tolerated the procedure. On (B)(6) 2011, the patient suffered from motor aphasia. A wait-and-watch approach was taken to the motor aphasia. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, in one-month follow-up study, the motor aphasia still remained but was monitored. Aneurysm diameter was 55 mm. On (B)(6) 2011, in six-month follow-up study, the motor aphasia was resolved. Aneurysm diameter had shrunk to 50 mm. On (B)(6) 2012, in one-year follow-up study, aneurysm diameter was 40 mm. No adverse events were revealed. On (B)(6) 2013, in two-year follow-up study, aneurysm diameter had enlarged again to 45 mm. Endoleaks could not be identified. On (B)(6) 2014, in three-year follow-up study, aneurysm diameter was 44 mm. Endoleaks could not be identified.